Event description:
It was reported that the patient felt his ambicor penile prosthesis device was sometimes auto inflating. A revision surgery was performed to replace the device. After explanting the ambicor, the physician found there were no visible malfunctions or issues. A new three-piece penile implant device was implanted. There were no patient complications.

Event description:
It was reported that the patient felt his ambicor penile prosthesis device was sometimes auto inflating. A revision surgery was performed to replace the device. After explanting the ambicor, the physician found there were no visible malfunctions or issues. A new three piece penile implant device was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed both ambicor cylinders had wear at the fold in the proximal end and distal end of the cylinder, not passing the test. However, both cylinders passed the leakage test. Pump passed microscope inspection showing no damage or abnormalities and passed the leak test. Based on the information available and analysis results, the allegation of spontaneous inflation was unable to be confirmed and a clear probable cause for the event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.